Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 80 mg/dl, and the meter bg reading was 298 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. Reportedly, the customer went to the hospital with a bg level of 298 mg/dl, nausea and diabetic ketoacidosis. The customer was treated intravenously with unidentified fluids and insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.